Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. No replacement product needed at this time. Product is working as designed. Most likely underlying root cause: mlc-18- user has high glucose value test strip (B)(4). Note: manufacturer contacted customer on 6/27/2018 in a follow-up call to ensure the customer's condition since the initial call; customer's condition had improved and she did not currently have any diabetic symptoms. Customer had gone to the hospital on (B)(6) 2018. The customer's blood glucose test result on (B)(6) 2018 when at the hospital was 561 mg/dl (unknown meter). The diagnosis was hyperglycemia and stroke. The customer was treated with lantus 50 cc, lipitor and aspirin 325 mg. Customer was discharged from the hospital on (B)(6) 2018 and was to continue with the treatment of lantus 50 cc, lipitor, and aspirin 325 mg. Customer had performed a blood test non-fasting using the truemetrix meter and obtained a result of 461 mg/dl. Customer has a doctor's appointment friday (B)(6) 2018 and requested a call back.

Event description:
Consumer reported complaint for hi and high blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with tests results obtained of hi and 571 mg/dl. At the time of the call the customer reported symptoms of fatigue and headache. Daughter stated they would go to the hospital. No further information was able to be obtained.